Manufacturer narrative:
Two potential product codes have been provided; however, based on the information available, we are unable to determine the specific product code involved in this event. It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve (unknown product and lot numbers) was unable to be programmed after implantation. The certas valve was implanted to the patient. Doi and initial setting were unknown. It was reported that the removal surgery was performed because the pressure setting was impossible to change. There is no report of patient symptoms associated to this event. No further information was provided by hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The previously submitted report had an incorrect date received by MFR. The date should have ready 03 may 2018. This report is being submitted to reflect the corrected information.

Manufacturer narrative:
The valve was returned for evaluation. No product identification was provided. It is most likely an 82-8804 or 82-8805 certas plus valve. The position of the cam when valve was received was at setting 1. The valve was visually inspected, needle holes in the needle chamber were noted. The valve was tested for programming; no issues found. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested; the valve passed the test. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; the valve passed the test. A review of manufacturing records was not possible, as no lot number information was provided. Based on the results of the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.